Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 11/8/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 12/9/2018. It was reported that a 47-year-old female underwent primary breast reconstruction with a mentor smooth round moderate profile 200cc saline prosthesis. On 8/6/2018 right sided deflation was observed. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, the mentor product analysis lab observed a crease extending to both views. A line of shell abrasion was observed in the crease on the posterior view, suggesting in-vivo folding or creasing of the device. Leak testing was performed in accordance with mentor procedures, and one leak was found in the crease on the anterior view of the device. The leak was caused by a rent measuring approximately 0.3 cm in length. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent, crease, and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 200cc saline prosthesis, catalog #3501625, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent primary breast reconstruction with a mentor smooth round moderate profile 200cc saline prosthesis. On (B)(6) 2018 right sided deflation was observed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on 10/11/2018. The implant date was updated to (B)(6) 2004. Bilateral prosthesis replacement with 225cc mentor memorygel breast implants was performed on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).